Event description:
It was reported the blade's articulating and grasping mechanism broke off in pt during a laparoscopic cholecystectomy procedure. Part was found and removed from pt. Case completed with another device. No further pt consequence.